Event description:
It was reported that the patient experienced spasm and hot burning pain at the implantable pulse generator (ipg) site and had difficulty charging the ipg. It was also noted that the patient had inadequate pain relief due to high impedances on spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5152132 / 5152133.